Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the "guillotine" in the probe was stuck and would not cut. It is unk whether there was any pt involvement or impact. Add'l info has been requested regarding pt involvement.